Event description:
The facility reported an incident of overinfusion of morphine. Two channels were in use at the time of the incident. One channel was infusing morphine at an unknown rate. The other channel was infusing an unknown medication at an unknown rate. The facility reports that the nurse went to increase the rate of the unknown medication, but inadvertently reprogrammed the rate for the morphine. The rate or amount of morphine that the patient received is not known. No patient injury or need for medical intervention has been reported. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the patient's age, event date, or the serial number of the device involved.